Event description:
A customer reported to baxter corporate product surveillance (cps) of a clearlink extension set in which there were several incidents of infiltration during an infusion of contrast for a patient reported by the radiology department . The intravenous line may relocate from the patient's vein. There was no patient information that was known by the customer. However, she did mention that contrast injected in the hand is performed at 150 psi, and in other locations it could be up to 300 psi. A 20-gauge becton & dickinson angio catheter was connected to this extension set. An unknown medrad primary set was connected to the power injector. The nurse manager stated that she was not aware that baxter does not provide administration sets that can be used with a power injector and she stated that her team was not notified of this during in-house training. The baxter sales representative stated that the customer was previously aware that the tubing is rated for 40 psi. There was no report of patient injury or medical intervention. No further information is available at this time.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Manufacturer narrative:
(B)(4). Additional information: a label review was performed, which found the directional insert and the package label was found to be sufficient for proper use of the product. It was also noted that no statement is listed on either the package label or the directional insert that approves this product for use with a power injector.